Event description:
It is reported that the patient faced high blood glucose levels upto 300 mg/dl on (B)(6) 2026, for one to two hours. The patient got treated by insulin pump.

Manufacturer narrative:
Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.